Event description:
Heartware left ventricular assist device patient was discharged from the hospital 4 days prior to this event with international normalized ratio (inr) 1.8 and aspirin 325, post status surgical incision and drainage for serratia infection. Now presents with high watt alarms, hemoglobinuria, lactic acid dehydrogenase 986, plasma hemoglobin peak 234, haptoglobin < 10 in the setting of inr 1.5 and aspirin 325 mg. Patient was treated with heparin nomogram and IV fluids immediately and upgraded to status 2 for heart transplant. Patient was successfully transplanted within 24 hours.